Event description:
(Report 4 of 5) it was reported during removal surgery that the surgeon broke the two driver tips. The plate and two screws were not removed and remain in the patient's body. The date for the insertion surgery was (B)(6) 2023. The surgery was completed after a 20-minute delay. No other patient consequences were reported. There are 5 related report numbers for this event 3025141-2024-00713 - 3025141-2024-00717.

Manufacturer narrative:
The reported devices were not returned for evaluation. Manufacturing and inspection records for t8 stick fit hexalobe driver (part number 80-0759, batch numbers 579620 and 539523), 2.7 x 12mm l low profile hexalobe screw (part number 3040-23012-s, batch number 594803), 2.7 x 14mm l low profile hexalobe screw (part number 3040-23014-s, batch number 576951), and acu-loc® 2 vdr plt, narrow, r (part number 70-0359-s, batch number 576001) were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.